Manufacturer narrative:
Failure analysis: the position of the cam when valve was received was at setting 5. The valve was visually inspected; the silicone was cut/torn around the siphon guard and the siphon guard was separated from the rest of the valve; some biological debris were noted. The complaint was confirmed. The siphon guard was inspected under microscope at appropriate magnification. Some cut/scratch marks were noted on the siphon guard as well as some cut/tear noted in the silicone housing. Root cause - the root cause for the issue reported by the customer "shunt separated from the siphon guard, cyst formation" was probably due to the fact that the silicone housing was cut/torn around the siphon guard. The cause of the cut/torn silicone housing was probably due to a "sharp or pointed object coming into contact with the silicone housing. The root cause for the cut/scratch marks noted on the siphon guard were probably caused by a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve separated from the siphon guard; therefore, the valve was explanted due to cyst formation. Patient was a (B)(6) year-old female in which the implant date was on (B)(6) 2021 and explant date and cyst removal was (B)(6) 2021. It is unknown if the patient experienced any signs and symptoms due to the valve failure.